Event description:
As reported, when trying to advance the wire and adjust the needle of a 6f rain sheath (6f10cm nw radial) it got caught on the needle while adjusting and completely unraveled. The device was stored as per labeling; it was opened in sterile field and it is expected to be return for evaluation. The patient was taken to surgery to remove the wire; procedural details were requested but not provided. There were no anomalies noted when the device was taken out of the package. The device was not pulled from the packaging by the hub. The product was stored, handled and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. During the sample prep step (per the IFU), the csi was soaked for four (4) minutes and was then taken straight in. Prior to use, was the sheath size was confirmed for vessel access. Insertion difficulty was not experienced and no excess force was used during the procedure. There were no damages noted to the mini guidewire or the needle prior to using it on the patient. There was a slight difficulty encountered advancing the wire through the needle. No difficulties encountered advancing the mini guidewire through the patient¿s vasculature. The mini guidewire was not withdrawn through the needle while adjusting it. Two images were provided for review, revealing a wire with the appearance of an unraveled condition.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
No product was received for analysis, instead 2 pictures related to the reported failure were attached by the customer at the complaint file (B)(4). The picture number two shows the mini-guidewire stretched over a napkin. Blood residues can be observed. No other anomalies of the product can be noticed at the attached pictures. Review of radiographic image with attention given to noted medical devices: x ray image of the patient's right wrist with a needle placed over the radius. It appears as if a guidewire is exiting the distal end of the puncture needle. The distal portion of the guidewire appears coiled.

Manufacturer narrative:
As reported, the mini guidewire from a 6f rain sheath (6f10cm nw radial), got caught on the needle while adjusting it during insertion and became unraveled. The device was stored as per labeling and was opened on the sterile field. The patient was taken to surgery to remove the wire; procedural details were requested but not provided. There were no anomalies noted when the device was taken out of the package. The device was not pulled from the packaging by the hub. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. During the sample prep step (per the IFU), the csi was soaked for four (4) minutes and was then taken straight in. The sheath size was confirmed for vessel access prior to use. Insertion difficulty was not experienced, and no excess force was used during the procedure. There were no damages noted to the mini guidewire or the needle prior to using it on the patient. There was a slight difficulty encountered advancing the wire through the needle. No difficulties encountered advancing the mini guidewire through the patient¿s vasculature. The mini guidewire was not withdrawn through the needle while adjusting it. A radiographic image was submitted and shows the patient's right wrist with a needle placed over the radius. It appears as if a guidewire is exiting the distal end of the puncture needle. The distal portion of the guidewire appears coiled. The device was not returned for analysis. A second picture, which was submitted with the complaint shows the mini guidewire stretched over a napkin. A product history record (phr) review could not be performed because the lot number for this product is unknown. The failure reported by the customer ¿mini guidewire- unraveled/stretched-in patient¿ was confirmed by image analysis. Handling factors such as manipulating the wire against resistance and/or withdrawing the wire back through the needle may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if resistance is felt upon insertion or withdrawal, investigate the cause before continuing. Do not withdraw the guidewire back though the metal cannula of the needle after it has been inserted as it may damage the guidewire.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.